Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter without the distal portion of the balloon, tip and markerbands. There is blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a complete circumferential tear 7mm from the proximal balloon weld. The distal portion of the balloon along with a portion of the inner shaft, tip and markerbands are separated and were not returned. The shaft is stretched staring 2.5mm from the bi-component weld all the way to the distal separation. The location of the shaft separation could not be measured due to the stretching. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and detachment of the radiopaque marker and distal tip occurred. The target lesion was located in the diseased distal right posterior descending artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. During inflation at high pressure, the balloon ruptured and when the device was pulled back, the device hung up on a calcified lesion. It appeared that the distal end of the balloon peeled off from the monorail that guides the wire. When this occurred, the distal marker band came off along with the distal tip of the balloon. They were left behind in the vessel but the physician was able to remove. The procedure was completed with a 2.75x15 balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and detachment of the radiopaque marker and distal tip occurred. The target lesion was located in the diseased distal right posterior descending artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. During inflation at high pressure, the balloon ruptured and when the device was pulled back, the device hung up on a calcified lesion. It appeared that the distal end of the balloon peeled off from the monorail that guides the wire. When this occurred, the distal marker band came off along with the distal tip of the balloon. They were left behind in the vessel but the physician was able to remove. The procedure was completed with a 2.75x15 balloon catheter. No patient complications were reported and the patient's status was fine.